Event description:
The reporter and patient contacted animas on (B)(6) 2013 reporting that the patient¿s blood glucose (bg) was 38mg/dl with sweatiness. A review of the bolus history revealed that the patient received 20 units around the dinner meal. The patient stated that they miscalculated their carbohydrates intake and that was the initial reason for the low bg. The reporter stated that they called the physician and patient was treated with 3grams of carbohydrates. The physician recommended suspending the pump for one hour. A review of the prime history revealed that the patient primed 12 units at 12:38 and 47 units at 12:47. The patient was admitted to the emergency room. The reporter stated that the patient was half asleep at this time and was not sure if the patient was connected to the pump at the time of the pump. The patient¿s bg is 147mg/dl. This report is being made because the adverse event has been attributed to use error (the patient was attached during the prime step).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. The reason for the adverse event has been attributed to use error (the patient was attached during the prime step).

Manufacturer narrative:
Follow-up #1: date of submission 08/26/2015. Device evaluation: the device has been returned and evaluated by product analysis on 08/06/2015 with the following findings: last basal delivery was on (B)(6) 2015@09:50am, reported date from (B)(6) 2013 is overwritten. The pump was set to the wrong month after a time/date reset from (B)(6) 2015@8:53pm to (B)(6) 2015@11:12pm leading to tdd to appear inaccurate. ¿ez-prime¿ steps were performed correctly, no eaw occurred during the investigation, the pump reflected 24u after a 24h on 1u/hr duration test, the product delivers within specifications. The pump correctly displays ¿remove infusion set from body¿ before each load/prime operation. Investigators were unable to duplicate ¿inadvertent infusion¿ complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. .